Event description:
Stuck a difficult patient 2 times, and put safety cap on butterfly needle and heard the safety click. Picked butterfly up from the bed and stuck index finger because the needle didn't close.